Event description:
It was reported that a decrease in r-wave was observed. It was also noted that the patient received inappropriate therapy due to nervus phrenicus sensing. X-ray and egm revealed lead perforation. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.